Manufacturer narrative:
Section b5: the (B)(6) 2020 pump exchange is reported under MFR # 2916596-2020-01708. Manufacturer's investigation conclusion: the reported event of inflow conduit misalignment could not be confirmed. A direct correlation between the evaluation of the heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The account communicated that the patient was admitted with low flow alarms where calculated flow was sustained at 0 lpm with no decrease in pump speed. System controller and lvad log files were submitted which captured numerous events where the calculated flow dropped below the low flow threshold of 2.5 lpm, as low as 0 lpm. These events corresponded to 194 low flow alarms and 227 low flow faults captured. Despite these alarms, no other atypical events were captured ¿ the only other events recorded were associated with pump cable disconnects and pi events. The pump operated at or above the low speed limit for the duration of the file. The patient underwent imaging which reportedly showed that the inflow conduit was misaligned aiming and touching the interventricular septum. This misalignment was the reported cause of the low flow alarms. On (B)(6) 2020, the heartmate 3 lvas, serial number (B)(6), was explanted and the patient was placed on recovery due to native cardiac function recovery. There is no current plan for the patient to return to vad support. (B)(6) was returned with the pump cable severed 8.5¿ from the pump header. The remaining distal portion of the pump cable and the modular cable were returned. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port, secured with the outflow graft clip. The outflow graft bend relief was returned secured around the graft attachment. The cuff lock was fully engaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The "surgical procedures" of the IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can be found in section 5. Section 1 of the IFU, ¿introduction¿, lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to the hospital to find reason for no/low flows. Patient had a pump exchange from hm2 to hm3 on (B)(6) 2020. Log file analysis captured a decrease in power and flow on (B)(6) 2020. The flow recovered briefly above the low flow threshold level on (B)(6) 2020, but then dropped and continued to remain below the low flow trigger for the remainder of log file. The pump appears to be operating as intended & is maintaining the set speed of 5000 rpm. The pump was explanted on (B)(6) 2020. The patient was clinically stable and asymptomatic. Strong palpable pulse noted upon admission. Flows 0lpm consistent throughout few hours following admission with pump speed maintained at 5000rpm and mean arterial pressure of 80mmhg. Inflow obstruction noted under echocardiogram, computed tomography angiography (cta) noted no outflow obstruction but possible inflow obstruction. Ldh normal 300. Imaging demonstrated that flow did not appear to be entering inflow conduit from left ventricle due to dynamic obstruction with inflow aimed at and touching interventricular septum. Patient noted to have ejection fraction of ~30-40% per echo. Surgeon and heart failure cardiologist decided to explant pump for recovery due to significant increase in native left ventricular contractility, and due to it appeared that reverse remodeling of left ventricle was causing inflow to suck down against septum and causing flow obstruction, leading to these low flows noted in log file. In operating room under transesophageal echocardiogram it was noted that upon sedation, when patient blood pressure decreased, and left ventricle became less contractile, flow increased to 2-4lpm range through lvad, further solidifying physician decision to explant device. Pump operated as intended. Low flows caused by change in pump positioning due to reverse remodeling of left ventricle and inflow conduit obstruction as a result. Patient off pressors and still intubated postop day 1. Clinicians watching patient and currently not planning to place another vad soon but surgeon may place another vad if the need is required in the future.